Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30+ alcl, late seroma alk- has not been reported.

Event description:
Physician reported a late seroma and the diagnosis of alcl. While the marker of cd30+ has been reported, alk- has not. Affected side is left. The device has been explanted and an en bloc resection was performed.